Event description:
Boston scientific received information that this pacemaker exhibited a magnet rate of 100 pulses per minute (ppm) with about 1.5 years remaining longevity 9 months ago. Six months later, the magnet rate dropped to 90 ppm with 2 years remaining longevity. A recent device check still showed the same information. Boston scientific technical services (ts) discussed normal device functionality and advised quarterly check-up as the patient is not pacemaker dependent with increased frequency later on. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information made available from the field indicated that this device was explanted with no further allegations made against it from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.